Event description:
Caller reported malfunction on pump with no prior notable events. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.